Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination concluded that the devices have fractured on medial side. All parts were returned. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet reference: (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-02287, 1822565-2017-02289, 1822565-2017-02290, 1822565-2017-02291.

Event description:
It was reported that tibial articular surface provisionals were found broken by warehouse staff. No adverse events were reported as a result of this malfunction.